Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low in comparison to results obtained on a dexcom continuous glucose monitoring (cgm) device. Such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. This complaint is being reported because when the patient performed a control solution test during troubleshooting the results were not in range. There was no injury or medical attention sought due to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.